Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow up. Noise was observed on the lead. The physician elected to cap and replaced the lead on (B)(6) 2016. The lead had no other anomalies. The patient was stable following the procedure and will be followed normally.

Event description:
Additional information received indicated that programming changes were made when oversensing of noise was observed on device data. The lead was monitored and later revised when generator reached eri.